Manufacturer narrative:
(B)(4). The sample availability is unknown and lot number is unknown at this point. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The assignable cause was the supply bag falling and disconnecting due to use error. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the reported problem. The hp stated that she would put her bags on a night stand (now she has a cart that she uses) and the bag on the heater pulled and the bag on the night stand fell off and the spike came out. The hp stated that she was able to start therapy over and there was no patient injury or medical intervention associated.

Event description:
The customer contacted baxter's technical service center to report a bag falling and disconnecting which occurred on home choice (hc) during use. The home patient's (hp) daughter called and stated that one of the bags had fallen and connection came loose. The daughter wanted to set up with new supplies but could not get the cassette out. The baxter technical service representative (tsr) assisted the care giver (cg) with ending therapy on the cycler so that she could setup with new supplies. There were no alarms reported. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.